Event description:
On 11/22: customer reports the system failed during pt procedure. Pt was moved to another room, procedure completed without further incident. Customer provided no pt or procedural info other than to say the procedure was completed and the pt is fine. No reported injury.

Manufacturer narrative:
Liebel flarsheim tech support troubleshot with biomed and advised to follow the infirmed camera cable from the back of the platinum one computer tower to the back of the table, checking all connections. Advised to run the table thru various elevation heights to see if they can reproduce the issue. Product monitoring f/u; biomed stated the system has been working correctly ever since the initial reported incident and they do not plan to call in a lf svc engineer at this time. Customer considers this an isolated event. System returned to full service by customer.